Event description:
Related manufacturer reference number: 2017865-2025-15624. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was failed to separate from the delivery catheter. After multiple attempts the physician decided to remove the lp from the patient and reattempt the implant. During the removal the device spontaneously undocked from the delivery catheter and was being held in place with the protective sleeve. During retrieval process after protective sleeve pulled back the device was dislodged and traveled into pulmonary artery. After difficulties the device was successfully retrieved, and new lp was implanted on 12 feb 2025. After procedure it was noted that one of the tethers was missing from the delivery catheter. The missing tether was not visualized inside patient's body on fluoroscopy. There were no patient consequences.

Manufacturer narrative:
The reported events of unable to release, dock, and undock were confirmed. As received, a complete catheter was returned in one piece without the device. Visual examination found the tethers in misalign position with one tether retracted in the docking cap. X-ray examination of the catheter did note in the transition zone both tether wires are buckled and fractured. The cause of the reported events were isolated to the tethers being buckled and fractured in the transition zone.